Manufacturer narrative:
Concomitant medical products: product ID: 37761, serial#: (B)(4), product type: recharger. Product ID: 97754, serial#: (B)(4), product type: recharger. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for the treatment of spinal pain. It was reported that it was taking a long time to charge and there was a message on the screen. The patient stated the ins went all the way down in one week. They stated the ins battery and the remote batteries went down so fast. They stated they were charging all day and it would not advance. The ins recharger (insr) had been dead since saturday (B)(6) 2018. The patient stated the connector pin did seem different and it seemed to charge much longer than before and the desktop charger (dtc) got hot on saturday. A replacement dtc and insr were sent. No patient complications were reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from patient. When asked the circumstance that led to ins battery depleting quickly within a week, patient stated device became slower and slower in charging then it just quit. It was noted replacement of recharger and desktop charger resolve the increased in charging time and ins battery depleting quickly. No further complications were reported/anticipated.